Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: tyvek or thermoform sticking: unable to observe since no device package was received. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "unable to open and keep sterile". Later, healthcare professional reported "the implant is still stuck in the plastic packaging" and "faulty packaging". Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "unable to open and keep sterile," "the implant is still stuck in the plastic packaging" and "faulty packaging". Device was not implanted.